Manufacturer narrative:
Medtronic received additional information that of the thromboses mentioned, none were related directly to medtronic devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information via literature regarding cannula-associated deep vein thrombosis after venovenous extracorporeal membrane oxygenation (vv-ECMO) in patients with and without systemic anticoagulation (ac). The objective of the study is to identify and compare the rates of cannula-associated deep vein thrombosis (cadvt) in patients on vv-ECMO who receive systemic ac and those who do not receive ac. All data was collected from a single center between (B)(6) 2022. The study population included 75 patients (predominantly male; mean age 43 years). Nautilus oxygenators and cortiva bio-active surface tubing were used during the study (model, serial and lot numbers were not provided). Among all patients, deaths occurred. One patient in the anticoagulation-free group died after decannulation before hospital discharge from recurrent sepsis, not from a thrombus-related complication. Total post-decannulation survival was 98.6%. Based on the available information, none of the deaths were attributed to the medtronic products. Among all patient adverse events included a high incidence of cannula-associated deep vein thrombosis (cadvt) after vv-ECMO decannul ation, with 52% of patients who did not receive ac and 52% of patients who received ac identified to have thrombus. Anticoagulated patients required more blood products and longer support on vv-ECMO. Routine post-decannulation screening for dvt is recommended due to the high incidence of cadvt. The median vv-ECMO support duration was 8 days, with a median of 6.5 days in anticoagulation-free patients and 11 days in anticoagulated patients. Based on the available information, none of these adverse events were attributed to the medtronic products. There were no reports of oxygenator or circuit change-out due to thrombus burden, but all oxygenators had signs of fibrin and thrombus.

Manufacturer narrative:
B3 (date of event): the e-published date has been used as the event date. Literature citation: gu, yang, et al. "Cannula-associated deep vein thrombosis after venovenous extracorporeal membrane oxygenation in patients with and without systemic anticoagulation.", journal of cardiothoracic and vascular anesthesia, 38, 2024, https://doi.o rg/10.1053/j.jvca.2023.09.009 pages 230-236. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.